Manufacturer narrative:
Correction of type of reportable event from death to malfunction. The surgical bioprosthetic valve (brand name: 3f enable, model: 6000) has not been FDA approved, and has not been market released or commercially distributed in the us. However, the 3f enable is considered similar to the FDA-approved and us marketed 3f bioprosthetic valve ((B)(4)). Review of the event information found one incident of valve migration at 72 hours post implant which required valve explant. As migration was determined to be 'not working as intended', this supplemental report is being submitted as a malfunction MDR.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: the 3f enable sutureless bioprosthesis: early results, safeguards, and pitfalls citation: j thorac cardiovasc surg. 2015 jun;149(6):1578-83. (Doi: 10.1016/j.jtcvs.2014.10.055.) Authors: eduard permanyer, md, phd, arnaldo-javier estigarribia, md, alejandro ysasi, md, phd, enrique herrero, md, omar semper, md, and rafael llorens, md, phd. (B)(4)

Event description:
Medtronic received information via literature review that a study was performed to evaluate the clinical hemodynamic performance of this surgical sutureless bioprosthetic valve. The study population included 60 patients (predominantly male; mean age 81.3 &#6195;.78 years) implanted with medtronic surgical sutureless bioprosthetic valves (model/serial numbers were not reported) between february 2011 and march 2014 at one medical center. Among all 60 patients, 7 total deaths occurred (4 in-hospital deaths and 3 deaths more than 30 days post-implant). Six of the deaths were not due to valve-related causes, however, one death was deemed valve-related due to unknown causes. It was stated that all unexplained or non-conclusive events and deaths were considered valve-related. No additional details were reported regarding this death event. Other non-death adverse events included: 4 incidents of renal failure with replacement therapy, 2 incidents of re-sternotomy due to postoperative bleeding, 1 incident of valve migration at 72 hours post implant which required valve explant, 10 incidents of paravalvular leak (5 trace, 4 mild, 1 severe), 1 incident of a hemorrhagic stroke, 1 incident of ischemic stroke, 4 incidents of atrio-ventricular (av) block, 6 incidents of new onset atrial fibrillation, and 3 incidents of unspecified arrhythmias that required the implant of a permanent pacemaker. No additional adverse patient effects were reported. Additional information has been requested.